Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing unexplained high blood glucose for the past six days. Troubleshooting was performed. The customer's most recent glucose reading was 570mg/dl, and she has treated with manual injections. The customer also reported having problems with no delivery alarms and her infusion sets. The customer stated that she was not able to review the programming due to the alarms. It was stated that the customer uses the reservoirs more than once because she uses too much insulin. Advised the customer not to use the reservoirs more than once. Ran a fixed prime and passed. Performed a high pressure test and the test failed. No further info was provided.